Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, multiple episodes of nonsustained lead noise were stored on the device due to crosstalk. Programming changes were recommended.